Event description:
As reported, during a resection with anastomosis of upper limb vessels and arterial thrombo-embolectomy procedure, this fogarty catheter broke. As per customer's opinion, this event posed an imminent risk to the patient. To solve the issue, the device was replaced. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product an investigation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
As per further information provided, the device related to the event was clarified not to be an edwards product. Therefore no further assessment of the event is needed. As such, this event is no longer considered reportable and a corrected supplemental report is being submitted.